Manufacturer narrative:
One 6f, quadripolar, csl, supreme ep catheter was received for evaluation. Visual inspection found a separation in the catheter shaft at the grey black shaft transition. Further investigation found that the separation in the shaft was due to insufficient bonding at the shaft joint.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the catheter.